Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with two different programmers. Two consecutive 60/60 device resets were performed with a magnet and tones were appropriately heard upon completion. A subsequent programmer interrogation was still unsuccessful. Surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the device was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.